Event description:
Same case as #6000093-2005-01400, it was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement and an embolization occurred. The physician had advanced the taxus express2 3.0x24mm drug eluting stent to the 90-95% stenosed lesion in the non tortuous, mildly calcified circumflex (cx) artery but the stent was too short. He pulled the stent back and it caught on a taxus stent deployed in the obtuse marginal (om) in 2004 and the stent came off of the balloon. The two stents remained stuck to each other and they were able to be removed together with a snare. The physician restented the om with a 2.75x16mm taxus stent and a 3.0x28mm taxus stent was placed in the cx. No pt complications were reported. Pt status is satisfactory.